Event description:
A customer reported a system message displayed and the system locked before surgery. The case was canceled, however, the pt had received peribulbar anesthesia in preparation for surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold assembly. The company rep cleaned the fluidics module. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).